Manufacturer narrative:
Additional information: the returned drill guide was examined. The device fractured at the welded interface between the shaft and base plate. The cause of this event can likely be attributed to off-axis applied force during the procedure. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding the proper use of the device.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a drill guide disassembled during surgery. An alternative drill guide was used to complete the procedure. There were no reports of patient impacts associated with this event.